Event description:
The pt underwent diathermy at her chiropractor's office and subsequently experienced a loss of therapeutic effect. Since that time the pt also experienced pain, diarrhea, and the inability to urinate. During the visit, a tens was passed over the ins causing a shocking sensation. Further info is being requested from the hcp.